Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3536 showed twenty other similar product complaint(s) from this lot number.

Event description:
It was reported during the treatment, the nurse found that the PICC tube leaked when flushing the tube with normal saline after withdrawing the blood in the pipeline. After careful inspection, it was found that the exposed section of the hose was ruptured, and the timely replacement of the venous access did not cause any adverse consequences to the patient.